Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17936. It was reported that the patient presented for a lead revision procedure. Upon interrogation, prior to the procedure, it was noted that the atrial and right ventricular leads exhibited failure to capture, low pacing impedance and decreased sensing. Fluoroscopy imaging was performed and the atrial and rv lead were both found to be dislodged. While revising the rv lead, the physician observed that the rv lead helix failed to extend. The rv lead was explanted and replaced. The atrial lead was repositioned (B)(6) 2021 and the patient was in stable condition throughout the procedure.